Event description:
On 8/15/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported a low blood glucose event from the previous night. They had attempted to change their infusion set but forgot to rewind the piston and did not disconnect before loading a full insulin cartridge. This resulted in a "low" cgm glucose level (<40 mg/dl), which the user managed by drinking orange juice. The bg levels returned to normal within about 60 minutes. No professional medical intervention was required, and the user experienced symptoms of tiredness and sweating.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the available engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device engineering logs end at 8:33 pm on the reported event date, which is approximately 90 minutes prior to the reported event and therefore the logs do not include data from the device during the event. Clinical device logs confirmed hypoglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and available device data, the ilet operated as intended. Without engineering data during the period of the event, the performance of the device during the event cannot be evaluated. Based on the case notes, this hypoglycemic event was caused by the user failing to follow the instructions provided in training and the user guide as well as the on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.